Event description:
It was reported to medtronic minimed that the customer experienced harm reported, with no allegation of device deficiency, charge/battery lasts less than expected, no com pump to xmtr, device unable to charge, lost sensor alarm. The customer reported hyperglycemia treated with other. Trouble shooting was performed and the customer mentioned that the transmitter was no longer working and experienced high bg document treatment for high bg: the pt was not able to provide of the treatment she did to balance the bg. The event involved product(s) mmt-332a, mmt-7911na, mmt-1880, mmt-7020a, unomedical. Customer reported the transmitter battery did not last 7 days after being fully charged. Transmitter is out of warranty. Advised customer after 1 year it was normal to experience a reduced battery life and advised of the process to obtain a new transmitter. Customer reported high bgs. No further patient complications were reported. No product return is required for mmt-332a. No product return is required for mmt-7911na. No product return is required for mmt-1880. No product return is required for mmt-7020a. No product return is required for unomedical.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.